Event description:
On (B)(6) 2011, pt reported receiving an e6 (mechanical error) message. Had pt go through the change the cartridge function. Pt stated while attempting to do this, the infusion device went off and then came back with an e2 (battery depleted) error message. Had pt confirm the error and go through the alarm history. Pt reported there was not an a2 (battery low) error message before the e2. Pt stated the past 4 times he received an e2 there has not been an a2 alarm. Had pt change the battery and go through the change the cartridge function, adjust the piston rod, and place the infusion device into the run mode. Pt reported he did not receive another error message. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.